Event description:
It was reported that the holster was sent for repair. It was not noted if the issue occurred during a procedure. No patient consequence was reported. No additional information is available. The holster will be returned to the international service center.

Manufacturer narrative:
Base upon the inquiry information received, visual and functional examination, the customer's complaint has be confirmed. To correct the issue, the analysis site replaced the rotational cable. Part replaced that was not related to the customer complaint was the fastening material. The device history record has been reviewed via the database. The unit has passed all qa inspections. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.